Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not "see enough" of the patient's rhythm to determine if atrial fibrillation (af) was present. The icm remains in use. No patient complications have been reported as a result of this event.